Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with infection and puss at the incision site. The patient underwent a surgical procedure, during which the ipp was removed, a washout was performed, and a malleable device was implanted. No additional patient complications and no device issues were reported.